Manufacturer narrative:
Review of the medical records and imaging by aga's medical consultant resulted in the following findings: the patient carried the diagnosis of atrial septal defect (asd) and pulmonary valve stenosis. Balloon pulmonary valvuloplasty was performed before the asd closure. The patient had a thin, hyper-mobile and aneurysmal atrial septum with multiple small asds. These types of defects are most difficult to tackle with a device and on several occasions more than one device has been used. The asd was crossed with a multipurpose catheter and balloon sizing was performed. Balloon sizing of the defect showed residual flow despite significant balloon inflation. This was because the balloon was through one of the smaller fenestrations. As the septum was thin, mobile and most of the balloon was in the left atrium, it "pulled" the septum toward the right atrium. The balloon "stretched" diameter was 16mm and a 16mm amplatzer septal occluder was chosen. With the push-pull maneuver, the device was easily pushed into the left atrium and was retracted back into the sheath. The sheath was repositioned and the device was deployed and successfully released. The edge of the device was closer to the mitral valve leaflet which suggested that the device was in one of the lower defects. After reviewing the images, it was decided to remove the device as it was deemed unstable. The device was recaptured with a 25mm gooseneck snare and removed. The patient was referred for surgical closure of the asd.based on the images provided, this patient had a very complex anatomy of the atrial septum as well as a complicated multiple fenestrated asd. According to aga's medical consultant, device closure of such defects is almost never complete unless more than one device is placed in the atrial septum. The risk of device embolization is high as the thin septum holding the device may "give in". However, no erosion in such anatomical subsets has been seen. It was an excellent decision to remove the device and refer the patient for surgical closure. The amplatzer cribriform occluder would not have been appropriate in this case and the patient would have required additional devices. It has been seen that surgical closure in such defects has a better prognosis.

Manufacturer narrative:
The amplatzer septal occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically, and one fractured wire was noted near the edge of the left atrial disc. Additionally, approximately 45 degrees of the distal disc edge stitching was missing with the ends frayed. This appearance is consistent with the result of the snaring retrieval. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. This device also underwent a series of inspections, including inspection of the patch, stitching and knots. Review of manufacturing documentation confirmed this device successfully passed these inspections.

Event description:
An amplatzer septal occluder was deployed and appeared very mobile after release from the delivery cable. There was a small residual shunt around the superior margin. Due to the mobility of the device in the septum after release, it was felt to be a risk for possible erosion or embolization. The device was retrieved percutaneously with a snare and the patient was referred for surgical closure.